Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient was revised to address pain and clicking in his left hip. It is further alleged that x-rays revealed that the left hip had significant osteolysis around the stem.